Event description:
It was reported that prior to starting a da vinci s prostectomy surgical procedure, the site could not power on the system. With the assistance of an isi technical support engineer the site applied emergency power off (epo) before powering on the system. The site attempted to use different power outlets and a different power cord, however the system would not power on. The patient was under anesthesia with no port incisions made, when the surgeon decided to abort the planned surgical procedure.

Manufacturer narrative:
The investigation conducted by field service engineer concluded that system fault experienced by the customer was associated with the power supply. The power supply was replaced. As of june 7, 2012, there have been no reported recurrences of the issue at this hospital.